Event description:
Sorin reported that this lead was explanted because it would not stay in place; dislodged. A new active fixation lead was implanted. It was reported that the lead will not be returned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.